Event description:
Pulmonetic system, inc. Received the following information from a representative of facility on 01/27/2003. The representative reported the following problem: event occurred in the home. Vent inop without alarm. Patient's spouse didn't hear a sound of alarm. After they turned power switch on the unit worked. Power source at time of event: internal battery. No patient harm.